Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that and air leak and sound leak occurred during use of the tracheostomy tube. No injury was reported.